Event description:
It was reported that the pt had an infection. The stimulator was explanted and replaced. The pt was seen by the health care professional a few times after the surgery and was doing well with no infection. The pt was receiving therapeutic effect.

Manufacturer narrative:
(B)(4).